Event description:
It was reported that the user experienced difficulty pairing a newly applied dexcom g7 sensor to the ilet, with the device operating in bg run mode and no glucose values displayed on the pump, while glucose readings were visible in the dexcom mobile app. Outcomes included elevated blood glucose without reported symptoms and no need for medical intervention or hospitalization. Investigation included user interview and troubleshooting steps, during which bluetooth settings and the pairing code were verified, and the cgm type was toggled between g6 and g7 before re-entering the correct pairing code. Following these steps, the ilet entered pairing mode with the sensor. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with transient cgm pairing and connectivity behavior after sensor replacement rather than a device or component failure.